Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during a thr surgery, two (2) polarstem stem inserter broke while trying to insert the polarstem. No pieces fell inside the wound. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that during a total hip replacement (thr) surgery, two (2) polarstem stem inserter broke while trying to insert the polarstem. No pieces fell inside the wound. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem. The devices, intended for use in treatment, were not returned. No visual evaluation could be performed. As the batch numbers are unknown, the respective production records could not be reviewed. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 13 additional complaints over the past 12 months with similar failure mode. Based on the available information and the performed investigation, the reported failure mode could not be confirmed, and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A relationship between the reported event and the devices cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Should the devices or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this article for similar issues. This investigation is considered closed.